Event description:
It was reported that the ilet¿s enclosure split along the screen bezel seam, consistent with a device housing integrity issue affecting the display/bezel component, and a replacement was arranged. Symptoms included no adverse clinical effects and no reported changes in blood glucose control. Outcomes included continued therapy using the user¿s cgm without interruption and no medical intervention or hospitalization. Investigation included collection of device use information, photographic verification of the split, and logistical tracking of the returned device. Investigation of this device revealed a confirmed physical separation of the screen bezel seam consistent with cosmetic or structural damage to the housing without impact to device performance or therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was mechanical enclosure failure due to component or assembly integrity.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.